Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed preventative maintenance (pm) accuracy. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 : h10:the device was received for evaluation. During functional testing, a false upstream occlusion alarm while running a loaded set occurred. Flow accuracy testing could not be performed due to the false alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be a failing ultrasonic sensor . The ultrasonic sensor will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.